Event description:
It was reported that the devices were used during a laparoscopy. It was reported by the rep that the shield would lock out prior to insertion. Another was pulled for the case and it also would lock out prior to insertion (safety shield). Another was used to complete the case. There was no consequence to the pt.